Manufacturer narrative:
Maude report received (user facility) number: mw5086255. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 1000 laser fiber was used in a procedure performed on (B)(6) 2019. According to the complainant, during procedure, the tip of the laser fiber broke off inside the patient. A cystoscope was done to retrieved the tip. Examination revealed there was no laser tip inside the patient. There were no patient complications reported as a result of this event.